Event description:
It was reported the patient had a loss of therapeutic effect. Two to three days prior to report the shaking had returned and they went to the hospital and it was determined that one of his programs was set to 1v and that most likely caused the change in symptoms. The program was adjusted. The patient currently recharged every 3 days. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37651, serial# (B)(4), product type recharger; product ID 37092, lot# 214180001, implanted: (B)(6) 2009, product type accessory; product ID 748295, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7482a95, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3387s-40, lot# v055961, implanted: (B)(6) 2007, product type lead; product ID 3387s-40, lot# v045101, implanted: (B)(6) 2007, product type lead. (B)(4).